Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint regarding damage on pulley cover was confirmed by failure analysis. The probable root cause of thermal damage to the bipolar yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the 8 mm maryland bipolar forceps instrument had damage on pulley cover. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed at pulley cover, at portion of the device that enters the patient (distal end). No wire was exposed at the tip. No fragments at the tip of the instrument fell off. There was a crack. It is unknown if there were misaligned bent tips.